Event description:
A nurse contacted baxter (B)(4) regarding a leak with a uv flash transfer set. The nurse stated that leakage around the twist clamp of the transfer set was found during patient use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with a crack around the base of the spike that did leak. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A follow-up report will be submitted if any additional information is obtained.